Event description:
As initially reported by a healthcare professional in a retrospective clinical trial study stating that the consumer experienced inferior superficial punctate keratitis surrounding mild abrasion right eye with moderate severity. It was also reported that there was possibly a foreign object stuck under contact lens. The consumer was prescribed with antibiotic gatifloxacin, thrice in a day for three days, and reduce to twice a day until symptoms resolved, along with lubricant eye drops to lubricate the cornea. The consumer resumed contact lens wear after two days. Consumer was educated about contact lens and the contact lens was temporarily discontinued. At the time of report the events has been resolved. No additional information can be obtained.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).